Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) even was identified which occurred in the therapy initiated on (B)(6) 2013 at 09:18:28. During night drain cycle five, the patient's ultrafiltration reading was 2532ml, indicating the home patient (hp) drained 2332ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.